Manufacturer narrative:
(B)(4). Visual examination of the returned guidewire revealed that the jagwire was stuck inside of an unknown catheter. The foreign catheter could not be removed since severe resistance was noticed. The corewire of the guidewire was broken. The jacket (ptfe) was peeled and accordioned in some segments of the wire were the catheter is located. No damages were noted on the distal tip of the guidewire. The complaint was consistent with the reported event that the jagwire was stuck inside of an unknown catheter. In addition, the corewire of the guidewire was noted to be broken. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during anesophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, while the device was inside the patient, it was noticed that the jagwire guidewire was stuck inside a different device. The procedure was completed with a new jagwire guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed on december 23, 2016 that the guidewire has broken corewire.